Event description:
It was reported that during a unknown procedure, the surgeon placed the gun into the pelvis, but could not clearly see cartridge end. Surgeon closed the closing handle and through the pin was in the correct place and then fired the gun. The pin was not positioned correctly and therefore the staples did not form. Surgeon retrieved the gun, and the cartridge was not securely in place and had become detached from the housing. No adverse effects to pt. Not noted how the case was completed.